Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval the charger sprinted circuit board, battery connector, and power unit connector were corroded. Additionally, the charger and power unit had liquid contamination. The root cause for the corrosion was unable to be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corroded printed circuit board, battery connector or power unit connector. The pt received a replacement battery charger.